Manufacturer narrative:
Batch review performed on 13 september 2018. Lot 161667: 22 items manufactured and released on 25 may 2016. Expiration date: 2021-03-23. No anomalies found related to the problem. To date, 22 items of the same lot have been already sold without any similar reported event. Other devices involved: tibial insert fixed sphere flex size 3/10 mm l reference 02.12.0310fl; lot 154114: 60 items manufactured and released on 16 december 2015. Expiration date: 2020-11-28. No anomalies found related to the problem. To date, 58 items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing 2; lot 160951: 120 items manufactured and released on 26 april 2016. Expiration date: 2021-04-13. No anomalies found related to the problem. To date, 116 items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years after primary revision surgery for generic pain. The reason of pain is unknown. Femur and liner swap. Patella resurfacing performed successfully.